Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation of percutaneous transluminal angioplasty (pta), upon removal of the blue protection sheath, it was noted that the shaft of the device was broken. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a break in midshaft of the catheter at the port site. The distal extrusion was stretched 2.5mm distal to the port. The stretched section measured approximately 1.5mm in length. As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with no force required. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector was within specification. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation of percutaneous transluminal angioplasty (pta), upon removal of the blue protection sheath, it was noted that the shaft of the device was broken. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.